Event description:
The reported description notes that the bedside monitor has failed to alarm for a heart rate which exceeded the heart alarm limit. No patient harm was reported.

Manufacturer narrative:
(B)(4). The reported description notes that the bedside monitor has failed to alarm for a heart rate which exceeded the heart rate alarm limit. No patient harm was reported. A philips clinical specialist explained normal alarm function to resolve this issue. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.